Event description:
It was reported that approximately one week post-implant, thresholds became extremely high, with noise noted as well. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419688 lead implanted: (B)(6) 2014; 5076-52 lead, implanted: (B)(6) 2014. (B)(4). Evaluation summary: the outer insulation of the lead was extrinsically breached due to a cut, the overlay tubing of the lead was extrinsically breached due to a cut, and visual summary analysis of the lead indicated damage at implant; full lead returned and analyzed.